Event description:
Unomedical reference number (B)(4). Event occurred in south korea. On (B)(6) 2022, the patient reported a labelling issue with the infusion set as the patient's infusion set's package had labelling of other infusion set product. No further information available.